Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon used a ks-ni2, 16.0 diopter, preloaded injector on (B)(6)2016 and noticed the haptic did not have the normal shape. The surgeon did not use the lens.